Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient¿s spouse stated that the patient had activated a new pod the day before and overnight their blood glucose levels were elevated. When the pod was removed from the infusion site (right upper arm), the pod's cannula was found to not have properly inserted into the skin and was bent. There was no redness or swelling at the insertion site. The patient did not hear any alarms or alerts since they had turned off alerts while attending their their daughter¿s high school graduation. As treatment, a new pod was activated.